Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found reddish material inside the pebax, and a hole was found in the pebax. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity from the cut to the dome was found, it was determined that the root cause was an internal failure from the cut to the dome. A manufacturing record evaluation was performed for the finished device 30410114m number, and no internal action related to the complaint was found during the review. The customer complaint regarding force sensor error was confirmed during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported that during the procedure, the thermocool® smart touch® sf bi-directional navigation catheter displayed a force sensor error # 106 on the carto 3 system. The cable was re-seated but the issue persisted. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued. On 10/12/2020, the bwi product analysis lab received the complaint device for evaluation. On 10/21/2020, during product evaluation it was discovered that there was a reddish material inside of the pebax and also a hole in the pebax. This finding of a hole in the pebax has been assessed as an MDR reportable malfunction since the device integrity has been compromised.